Event description:
Affiliate reports that the physician could not finish the procedure with valve shunt. He had to use just only ventricular catheter, straight connector and peritoneal catheter because another valve was not available. He tried to introduce the valve under skin using the introducer, but it was not possible because the valve broke up. In another email date 4/10 it has been confirmed that another surgery was not performed to replace the valve. He just used the ventricular and peritoneal catheter with the connector.